Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The act button did not respond due to flattened button dome switch. No scrolling numbers display anomaly noted. The insulin pump had minor scratched display window and cracked case at display window corners.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated the numbers kept ramping up and would not stop. Customer's blood glucose was 150 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.